Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of hypertension, myocardial infarction and occlusion, as listed in the electronic version of the xience xpedition instructions for use are known adverse events associated with use of a coronary stent use in native coronary arteries. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. (B)(4).

Event description:
It was reported that during a left main and right coronary artery stenting procedure, after implantation of a 3.5x28mm xience xpedition stent in the right coronary artery, an occlusion occurred in the right ventricle side branch, resulting in significant elevation of creatinine kinase-myocardial band (ck-mb) and the diagnosis of a myocardial infarction (mi). No treatment was provided. Additionally, during the procedure, the patient experienced a worsening of hypertension symptoms. Labetalol and nitroglycerin were administered, resolving the event. On (B)(6) 2013, the mi was noted to be resolved and the patient was discharged there was no additional information provided.